Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the printer was not able to print correctly and additionally noted that both keyboard hinges were broken and that when the device was opened up internal corrosion was found. The device was to be scrapped and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not able to print correctly. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.